Manufacturer narrative:
Preliminary pre-decontamination findings reported. Per the pre-decontamination findings: the delivery system was returned inserted through loader cap and sheath. The balloon shaft to crimp balloon bond was separated. The valve was on the inflation balloon. There was a kink on balloon shaft due to packaging. The sheath had no liner tear, but slight bunching at distal end.

Manufacturer narrative:
Per the cer, there was no resistance during valve alignment and valve alignment was performed in a straight section of the aorta. No patient information was given. The delivery system was returned after being used in the procedure. The delivery system was fully inserted through the sheath with a thv on the inflation balloon. A kink was present on the balloon shaft, likely due to packaging the device for return. The devices were separated for evaluation. The delivery system was visually inspected. A kink was present on the balloon shaft due to return packaging. A tear was present on the crimp balloon near the triple marker band. The crimp balloon was separated from the balloon shaft. Due to the condition of the device (separated crimp balloon), no functional testing was able to be performed. Double wall thickness measurements were taken on the crimp balloon at the tear, and the measurements met the double wall thickness specification. The most relevant work orders for the reported complaint were reviewed and did not reveal any issues that could have contributed to this complaint. Review of history for the related lot revealed no additional complaints for ¿delivery system ¿ withdrawal difficulty through sheath¿ or ¿balloon ¿ leakage¿. A review of the complaint history from september 2016 to august 2017 revealed other returned complaints for the edwards commander delivery system (9610tf and 9600lds, all sizes) for ¿delivery system ¿ withdrawal difficulty through sheath¿. A review of the complaint history reveals that the occurrence rates did not exceed the august 2017 control limits for the trend category of ¿withdrawal difficulty¿ for the commander delivery system. Complaint history review from september 2016 to august 2017 for the edwards commander delivery system (all models and sizes) revealed additional device return complaints for ¿balloon ¿ leakage¿. A review of the complaint history reveals that the occurrence rates do not exceed the august 2017 control limits for this trend category (¿leakage¿). No IFU/training inadequacies were identified. During manufacturing, the commander delivery system was 100% leak tested. The inflation balloon was 100% inspected at the component level, including the balloon outer diameter and double wall thickness. The crimp balloon was bonded to the balloon shaft and the crimp balloon to balloon shaft bond joint is 100% inspected. The commander delivery system was inspected by manufacturing and quality for defects and cosmetic appearance under minimum 2.85x magnification, mechanical damage (e.g. Kinks, breaks), and assembled device dimensional inspections. Furthermore, all manufacturing lots undergo product verification (pv) testing on a sampling plan. During product verification testing, the balloon burst pressure for this work order was found to be acceptable as it met specification. Retrieval force of the delivery system through a sample sheath is also tested. For this work order, the retrieval force was found to meet specification. Devices also underwent tensile testing of the bond between the balloon shaft and crimp balloon. For this work order, the tensile strength was found to meet specification. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaint. The complaint for ¿balloon ¿ leakage¿ was confirmed, but no manufacturing non-conformance were identified. The balloon material thickness was measured & found to be within specification. There were no reports of prepping difficulty in the cer and the device was reportedly able to be de-aired, which suggests that the damage occurred during use. If the thv was offset from the flex tip during valve alignment (due to navigation through tortuous anatomy or other procedural factors), high valve alignment forces result. In addition, any misalignment may cause the thv struts to make contact with the balloon material and potential damage the material. It is also possible that the balloon was damaged during insertion through the sheath and vasculature. Although a definitive root cause was unable to be determined, it is possible that patient and procedural factors described above contributed to the complaint event. The complaint for ¿delivery system ¿ withdrawal difficulty through sheath¿ was confirmed based on the return condition of the device. However, no manufacturing non-conformances were identified. The investigation indicated that patient and/or procedural factors most likely contributed to the withdrawal difficulty. Complaint history review suggests multiple possible factors that could have contributed to the complaint, which could include patient vascular tortuosity, sheath insertion angle, coaxially of the device being retrieved, and retrieval of undeployed thv through the esheath. It is probable that procedural factors (withdrawal of undeployed thv into esheath) contributed to the complaint. It is likely that the observed separation of the crimp balloon from the balloon shaft occurred when force was applied to retrieve the delivery system into the sheath. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified during product evaluation, no corrective/preventative actions are required. Since no product non-conformance was confirmed and is within complaint trending limits, a pra is not required. The complaints for ¿delivery system ¿ withdrawal difficulty through sheath¿ and ¿balloon ¿ leakage¿ were confirmed, but no manufacturing non-conformities were found in the returned sample. Available information suggests that patient and procedural factors may have contributed to the event. Since no labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during the transfemoral procedure, when inflation was attempted, the balloon did not fully inflate. After several attempts, it was decided to withdraw all parts, valve, balloon and delivery system when blood came back while deflating the balloon. It was also reported that the balloon "moved" inside the crimped valve. A "cut down" procedure was done in order to get the system out from the groin. Afterwards, the procedure was completed with a new kit and the implant went with no complications. At the end of the case, the patient was stable.